Manufacturer narrative:
It was reported that during a bariatric surgical procedure, the seal from inside the sleeve of the trochar fell into the surgical site. The piece was removed by the surgeon. There was no serious injury or need for additional intervention. The sample was not retained for evaluation. The trochar is a component within a custom procedural pack and is manufactured by ethicon, j and j healthcare systems. Ethicon has been notified of this incident.

Event description:
During a surgical procedure, the seal inside the sleeve of the trochar fell into the surgical site.